Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not functioning properly. A fluid leak was suspected. The ipp was replaced, and there were no patient complications reported.